Event description:
A healthcare worker expeienced an immediate burning sensation on her hands when opening peel pouches after a completed cycle. The worker had white spots on her fingers and palms. It was reported that the worker was sent to the ed for assessment and did not receive treatment. The worker's symptoms resolved within a few hours.